Event description:
It was reported that pump displayed cartridge alarm 30 that did not occur during cartridge loading, and caller did not provide information about impact to blood glucose level. There was no reported adverse impact to the customer¿s blood glucose level. Caller stated that issue had occurred previously, and technical support advised caller to contact support again if problem reoccurred, with no additional corrective actions documented.